Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the meter started reading inaccurately after lunch on (B)(6) 2016 at 2pm, when she obtained an alleged inaccurately high blood glucose result of ¿393 mg/dl¿ and she reported that her readings ¿stayed in the high 200s all evening.¿ the patient manages her diabetes with insulin and she reported that on the morning of (B)(6) 2016, she contacted her endocrinologist and self-injected 9 units of insulin. She claimed that later on (B)(6) 2016 she began feeling ¿low¿ with symptoms of ¿anxious and stressed.¿ she indicated that she went to the urgent care clinic at 2pm where a urine test was performed and a result of ¿167 mg/dl¿ was obtained on the urgent care meter compared to ¿305 mg/dl¿ on the subject meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient also reported that a result of 126 mg/dl was obtained on the urgent care meter 30 minutes later. No further treatment or medical intervention was specified. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and confirmed that the patient had used an approved sample site to obtain the blood samples. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. From the information provided, there is no indication that the subject meter caused or contributed to an adverse event as symptoms of anxious and stressed do not meet lfs¿ criteria for severe hypoglycemia nor did the patient received medical intervention for this condition at the urgent care clinic. The results of 167 and 126 mg/dl also do not suggest hypoglycemia. However, this complaint is being reported as a malfunction because the comparison provided falls outside lfs¿ accuracy criteria and the issue was not resolved during troubleshooting.